Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/13/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used 20ga insyte autoguard IV catheter unit which consisted of the catheter adapter assembly with traces of dried media. Accompanying the unit is an undamaged opened package displaying material number 381433, lot number 0104252. Through the visual observation of the unit, the adapter is observed to have to be cracked in a ¿u¿ shape at the midsection below the tab. There are also scuff markings on the body of the adapter above the crack. The crack at the adapter is confirmed as the unit being defective / damaged. This evidence of the unit being defective with a crack would have caused the leakage to the unit. Based on location and shape of the crack, it most likely originated during manufacturing process. Misalignment of the rotate grippers with respect to the pick and place gripper fingers can cause a cracked adapter. Due to this misalignment, the contact would happen when the pick and place grippers are in the advanced position before the adapter rotate operation is complete. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter damage/deformation. The following information was provided by the initial reporter: material no: 381433 . Batch no: 0104252. Complaint category: fail to function / defective. Incident date: (B)(6) 2020. Details of complaint (reported issue): when pushing the catheter into patient vein during installation of the IV catheter (w/white button) patient blood was leaking from the catheter (pink tip). Nurse then noticed that the catheter had a crack where the patient blood was leaking. Nurse had to reinstall a new catheter on the patient which was difficult and painful for the patient. Complaint noticed: during / after use. Problem frequency: 1st time. Patient injury: no. Qty affected: 1 ea.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter damage/deformation. The following information was provided by the initial reporter: material no: 381433, batch no: 0104252. Complaint category: fail to function / defective. Incident date: (B)(6) 2020. Details of complaint (reported issue): when pushing the catheter into patient vein during installation of the IV catheter (w/white button) patient blood was leaking from the catheter (pink tip). Nurse then noticed that the catheter had a crack where the patient blood was leaking. Nurse had to reinstall a new catheter on the patient which was difficult and painful for the patient. Complaint noticed: during / after use. Problem frequency: 1st time. Patient injury: no. Qty affected: 1 ea.